Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Hcp later reported capsular contracture with an unknown baker grade on an unknown side

Event description:
Patient reported "still in pain" and later reported "deflation" on right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease sharp opening assessed to a fold flaw opening, two openings striated assessed as to surgical damage. Pain: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted."

Event description:
Patient reported pain and deflation on right side. Healthcare professional reported an unknown side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.